Event description:
It was stated that the device turned off five times in the previous eight days. There was no known related accident or incident. Further info is being requested from the hcp.

Manufacturer narrative:
(B)(4).